Event description:
Explant of a katalyst radial head system implant from a male pt in 2006, 14 months following its original implant date owing to disengagement of the head component from the stem, ultimately attributable to joint alteration that resulted from osteophyte growth. The explanted component(s) were returned to kmi for eval.

Manufacturer narrative:
To address observations of disassembly of the head and stem assembly detected by x-ray. A product report was initiated in compliance with kmi's corrective/preventive action system. Identifying the root cause: the explanted devices and x-rays associated with this case were rec'd by kinetikos medical, inc., for eval. While the stem assembly was intact and operable, the head assembly exhibited a damaged poly insert in the stem-interface feature region. The x-rays provided included both the immediate post-operative and the more recent condition in which the head and stem had separated. The pt reported a `popping' episode, but did not register pain despite the complete disengagement of the components. Kmi sales rep was present at both the original implant operation, and again at this explant/replacement procedure with dr. As the implanted devices were removed, a large ("half an olive") size osteophyte on the posterior capitulum (distal humerus) was observed and was excised. It was the attending surgeon's opinion that the unanticipated osteophyte growth likely resulted from the original injury the pt had experienced in 2005 which necessitated the radial head implant surgery. As its mass increased, the changes it imposed on the elbow joint geometry began to impact the fit of the radial head implant until the spatial constriction no longer allowed unimpeded elbow articulation, ultimately forcing the head assembly to disengage from the stem assembly. Given the x-rays provided and this device's clinical history, this was also the concensus reached by kmi's engineering, qa and marketing. A search of the product report (CAPA) data base was conducted; no other such observations of this nature have been reported since the catalyst radial head implant system was released in april, 2004. A detailed review of the specific lot inspection records for both assemblies did not reveal any inspection, mfg or processing issues that would have resulted or effected in the scenario reported herein. Corrective action planned: as no defects are ascribed to the removed implants, and as this is the first and only observation of implant disengagement owing to post-surgical physiological changes in a pt, there are no changes to the katalyst radial head implant surgical protocol or instructions for use, or any other corrective actions being prescribed at this time. Risk assessment: the documented success rate of the katalyst radial head implant system validates the device's safety, effectiveness and acceptable associated risk/benefit levels (less than 0.9% of the katalyst radial heads implanted to date have been explanted). Additional lot# 9254.